Event description:
It was reported the device was leaking. No adverse effects reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. Additional information provided for d10, h3, h6, and h10. A manufacturing device history review (DHR) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. No previous service history was found. Visual and functional testing were performed. The device was received with minor marks on the enclosure, large cracks around the reservoir cover screws, damaged display label, and a large crack on the enclosure around the drain fitting. The technician filled the reservoir tank with water and performed a visual inspection. The reported issue was duplicated, and the device was found to be leaking from the reservoir cover and the enclosure underneath the drain fitting. The cause of the reported issue was due to a cracked enclosure and reservoir cover. The root cause was unable to be determined. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.